Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 60 units. Reportedly, the cartridge was filled with 300 units of insulin. Although requested, the customer declined to perform troubleshooting with tandem technical support. Blood glucose level was in th mid-100's (mg/dl).